Event description:
Caller states patient tested 2.4 inr on the coaguchek xs system and that she was having another transient ischemic attack (tia). The caller took her to the emergency room (ER) while a comparison lab returned as 1.9 inr two hours later. No medical treatment was required. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.